Event description:
It was reported that during testing the of device on (B)(6) 2013, the device was noisy. There was no patient involement and no adverse patient consequences. Upon evaluation, the cpc coupler needed to be realigned.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cpc coupler needed to be realigned.